Manufacturer narrative:
(B)(4). On (B)(6) 2015, the customer reported that while positioning the patient, the patient support moved in opposite direction to what was commanded or would tilt when using gantry panel buttons or the footswitch. A philips field service engineer (fse) confirmed that there was no harm to a patient, operator or bystander as a result of this issue. The fse stated that the patient support motion stopped when the button was released. The customer contacted the philips help desk to inform them about the event. The customer support specialist (css) was informed by the customer that none of the buttons were flashing, but the tilt button flashed a few times while the system was sitting idle. The css did not find any errors in the log files and scheduled an fse visit on the same day; however, the customer contacted the fse and informed him that the system was working properly and no service was needed at that time. The fse instructed the customer to contact him if the issue recurs. This issue occurred again on the same system on (B)(6) 2015. A subsequent complaint addresses the second occurrence. After this event, the customer contacted the fse and the fse went to the site. The fse evaluated the system and found that the buttons on the gantry control panels were sticking intermittently. The fse disconnected the front, right and left gantry control panels and the erratic motion issue went away. The fse ordered new panels and advised the customers to use the rear panels, CT box, and footswitch for patient positioning until the replacements arrived. The fse replaced front, right and left control panel assemblies respectively to resolve the issues. The fse also stated that one of the causes for the buttons sticking was due to finding contrast and other debris inside the buttons and on the board. No log files were provided for engineering analysis. The fse provided the defective panels for engineering evaluation. CT engineering evaluated this issue and determined that the index out buttons for left and right gantry control bench were stuck during the bench testing when the cover was in place; however, none of the buttons became stuck with the cover removed. Also, it was found that there was dried contrast agent in the gap between the cover and buttons, which make the buttons slow to return. Therefore, the cause for stuck button is dried contrast agent. The fse replaced front, right and left control panel assemblies respectively to resolve the issues. Engineering investigated this issue and determined it to be an acceptable risk. The following mitigations for this issue include: ¿ two, redundant monitors are controlling the motion. ¿ a collision calculation is done in each combination of vertical, horizontal, or tilt motion. ¿ hw emergency stop button stops all the motions. ¿ buttons test during initialization. ¿ instructions in instruction for use to observe patient during all movements. ¿ when scan starts, the cirs checks for correct direction and that spiral motion does not stuck. ¿ controllers software verifies that commanded motions are executed or a fault condition is assumed. ¿ couch horizontal motion shall shutdown if a linear force greater than 40 pound for regular couch or 70 pound for bariatric and extended couch is encountered while moving. ¿ design ensures that there is motion during a scan procedure and is redundantly measured by examining both horizontal position encoders. ¿ when the couch has the ¿bedrock¿ configuration, couch horizontal linear shutdown force shall be in the range of 70-80 pounds. ¿ design mitigations for prevention of the hazardous situations: - stopping horizontal motion in the presence of resistance force (not applicable for vertical). - table collision envelope - single fault safe against uncontrolled motion: a) horizontal node watchdog timer. If maximum time of control response is exceeded, e-stop will be activated. B) double switches on control buttons provides redundancy such that 2 switches must be activated before a motion is executed. ¿ design mitigations enabling human response: - continuous activation for manual motion - emergency stop controls enable termination of motion in hazardous condition - emergency power off switch supplied with system or site installation enables the operator to shut off power to the entire system. - speed of motorized non-programmed motion is limited.

Event description:
The customer reported that when the buttons on the touch pad on the gantry or the foot switch pedals are pressed, they intermittently cause the couch to move in the opposite direction than requested. A subsequent complaint addresses a second occurrence where it was determined the gantry control panel had failed due to a stuck button. Philips field service engineer (fse) confirmed there was no harm to a patient, operator or bystander. The fse replaced both control panels to resolve the issues.

Manufacturer narrative:
(B)(4). Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. (B)(4).

Event description:
The customer reported that when the buttons on the touch pad on the gantry or the foot switch pedals are pressed, they intermittently cause the couch to move in the opposite direction than requested. A subsequent complaint addresses a second occurrence where it was determined the gantry control panel had failed due to a stuck button. Philips field service engineer (fse) confirmed there was no harm to a patient, operator or bystander. The fse replaced both control panels to resolve the issues.